Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
"Literature article entitled, ¿wear rate and medium-term survival of a cemented, moderately cross-linked polyethylene acetabular prosthesis¿ by bilal m. Barkatali, et al, published by hip international (2017), 6 pages, doi 10.5301/hipint.5000521, was reviewed. The purpose of this article was to present the medium-term results and wear rate of the depuy marathon cemented polyethylene cup implanted in 103 thas between 2008 and 2009. Implanted depuy products: cemented marathon polyethylene cups, unknown femoral heads, and a variety of depuy stems: cemented c-stem, cementless corail, and cementless kar. The cement used was a competitor product. Results: 5 post-operative deep vein thrombi- no treatment specified. 2 dislocations- no treatment specified. 9 superficial infections- no treatment specified. Captured in this complaint: marathon cup: implant dislocation. Femoral head: implant dislocation. Femoral stem: no reported product problem. Patient harms: infection, joint dislocation, dvt. "